Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a competitor with no information. The pacing and defibrillation leads are the competitor's products. Further review of the manufacturer's database indicated the patient died approximately five months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.